Event description:
The patient reportedly experienced pain and discomfort with use of the device. Programming adjustments were made; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Advance bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company. A review of device history records was completed and no anomalies were noted. This is the final report.